Manufacturer narrative:
The ipg, implantable pulse generator, was analyzed and no anomalies were found. It linked with an rc and cp and the battery measured 2.971volts. A review of the patient's data showed normal battery consumption. The current leakage test and residual gas analysis found no anomalies. It passed the functional test, and an electrical test revealed normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event of difficulty connecting to the remote control and clinician programmer and premature battery depletion as no problem was detected. However, infection is a known inherent risk of device.

Event description:
It was reported that the patient's ipg, implantable pulse generator, was not connecting to the remote control or the clinician programmer, premature discharge of the battery was also noted. The patient experienced a loss of stimulation which caused therapy to not be provided. The patient underwent a procedure in which the ipg was explanted. During the explant procedure the physician noted serous and purulent fluid in the ipg pocket. The patient was prescribed antibiotics and will undergo a new ipg implant at a later date. The patient is doing well post operatively. Additional information was received that cultures were taken and were positive for methicillin resistant staphylococcus aureus, but there was no clear cause of the infection.

Event description:
It was reported that the patient's ipg, implantable pulse generator, was not connecting to the remote control or the clinician programmer, premature discharge of the battery was also noted. The patient experienced a loss of stimulation which caused therapy to not be provided. The patient underwent a procedure in which the ipg was explanted. During the explant procedure the physician noted serous and purulent fluid in the ipg pocket. The patient was prescribed antibiotics, and will undergo a new ipg implant at a later date. The patient is doing well post operatively. Additional information was received that cultures were take and were positive for (B)(6), but there was no clear cause of the infection.

Event description:
It was reported that the patient's ipg, implantable pulse generator, was not connecting to the remote control or the clinician programmer, premature discharge of the battery was also noted. The patient experienced a loss of stimulation which caused therapy to not be provided. The patient underwent a procedure in which the ipg was explanted. During the explant procedure the physician noted serous and purulent fluid in the ipg pocket. The patient was prescribed antibiotics, and will undergo a new ipg implant at a later date. The patient is doing well post operatively.